Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the base has broken from the seat post to the frame and the shroud is cracked from the rear.